Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (b)(6) 2026. The patient's blood glucose levels reached 586 mg/dL while wearing the Pod between 49 and 71hours. When the Pod was removed from the infusion site (leg), the Pod's cannula was found bent and insulin leakage was observed. Additionally, the Dexcom continuous glucose monitor experienced communication issues with the Pod. The patient¿s mother called emergency medical services, and the patient was transported and admitted to (b)(6) . Symptoms reported include alteration in body temperature, sweating and high ketones levels were also present. The patient was treated by a medical professional with infusions. The Pod was removed at the hospital. The patient was hospitalized for 4 days. Following the incident, a new Pod was applied, and insulin therapy was resumed.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 3.1.6. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: Unknown.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.